Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they don't want it to continue increasing it as they were told the last device was damaged for having it too high. Agent asked the patient if they felt like the therapy was still working and patient stated that it's not to the point that they want it to be. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that they need some help with their machine because they were flooding like niagara falls. The patient stated they have made adjustments once or twice since they were implanted but they don't want to keep raising it up because they were told they blew the battery by raising it too high. The patient wants to know what other adjustment they can make and request to speak with their local manufacturer representative (rep). The patient mentioned that they were aware that they need to increase the stimulation until they feel it. The patient was redirected to their healthcare provider (hcp) to further address the issue, the patient mentioned that they missed their follow up appointment. The patient reported they still having symptoms reported that the first couple of days they had improvement but since then their symptoms were coming back and requested assistance to make adjustments. Agent review how to connect the implant and explain that if they want to increase the intens ity their are looking for a tingling sensation in their pelvic area. The patient mention they will have assistance form someone else, then they will make an adjustment, the patient was redirect to healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.